Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient had a pseudo aneurysm on (B)(6) 2020. The pseudoaneurysm was in the aorta. It was treated endovascularly with a stent. On (B)(6) 2020 the patient developed acute distension of his subcostal incision after working with physical therapy concerning for fascial dehiscence and vad hernia. The patient presented with acute substernal chest pain and swelling around the chest wound. The patient also presented with hypotension and rapidly increasing subcutaneous fluid collection. The computer tomography angiography (cta) demonstrated a pseudoaneurysm of the outflow tract of the vad driveline at the level of the subxiphiod region with an expanding hematoma extending to the anterior abdominal and chest wall. The vascular surgery consulted for consideration of endovascular repair of the driveline pseudoaneurysm. There is no indication that the pseudoaneurysm was device related. The patient did well post operation. The patient presented with evidence of bleeding into a substernal hematoma and a computed axial tomography(cat) scan demonstrating active extravasation along a disruptive outflow conduit associated with the lvad. A successful exclusion proved by angiography, the catheters and sheaths and wires were withdrawn. The axillary access site was controlled with a proglide device. A completion angiogram with that access site also showed no evidence of hemorrhage or occlusive complication.

Manufacturer narrative:
Manufacturer's investigation conclusion: the report of a pseudoaneurysm in the sealed outflow graft with active extravasation into a substernal hematoma could not be confirmed through this evaluation, and a specific cause could not be conclusively determined. The patient ultimately underwent a pump exchange from (B)(6) on (B)(6) 2020 after experiencing low flows that were thought to be related to thrombus; refer to manufacturer report number 2916596-2020-05014 regarding the evaluation of (B)(6) . Of note, the evaluation of heartmate 3 left ventricular assist system (lvas), serial number (B)(6) , confirmed excluder limb devices within the outflow graft. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU), rev. C is currently available. Section 1 ¿introduction¿ of this document lists bleeding and wound dehiscence as adverse events that may be associated with the use of the heartmate 3 lvas. Section 5 ¿surgical procedures¿ states when the flow through the blood pump is satisfactory, ensure that the sealed outflow connections are dry and secure. Obtain hemostasis and close all wounds in the standard fashion. Section 6 ¿patient care and management¿ provides information regarding the recommended anticoagulation therapy and inr (international normalized ratio) range, as well as considerations for when there is a risk of bleeding. Section 6 also contains a section on "blood leak diagnosis", and explains that a blood leak from any implanted component of the system can be identified through unexplained internal bleeding (beyond the perioperative period following implant), possibly with painful distension of the abdomen or tamponade. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped on 07jan2020. Additionally, the device history record for the sealed outflow graft (53925456) was reviewed and showed no deviations from manufacturing or quality assurance specifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
D1: brand name: corrected. D4: catalog number and UDI: corrected. No further information was provided. This event was determined to be supplemental information and investigation findings will be submitted under target MDR # 2916596-2020-05014.

Manufacturer narrative:
No further information was provided. This event was determined to be supplemental information and investigation findings will be submitted under target MFR # 2916596-2020-05014.